Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not be turned off. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
A follow-up was performed with the key market representative, and it was reported that the issue was confirmed by the service engineer. The touchscreen was replaced to resolve the issue.